Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The exhalation valve was replaced.

Event description:
The hospital reported that, intermittently, the bellows would not function. There was no reported patient injury.

Manufacturer narrative:
Per the customer, the patient information is not available for this event.